Event description:
Event: (cc# 97-01361) after iabp for six days, the iab leaked. On 2/19/1998, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 11/10/1997. [Pt's current status]: unk - rpt'd 11/10/1997.